Manufacturer narrative:
(B)(4). Reported event: an event regarding a failed rio registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 223 found quality inspection procedures successfully passed. -complaint history: a review of complaints related to p/n 209999, serial number (B)(4) shows no complaints related to failed rio registration. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. The device was not returned for evaluation.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. While preparing for the case the tech and I encountered an issue during rio registration. Upon rio registration, they could not get the registration to pass (the step before verification). The patient was already under anesthesia. The surgeon completed the case manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. While preparing for the case the tech and I encountered an issue during rio registration. Upon rio registration, they could not get the registration to pass (the step before verification). The patient was already under anesthesia. The surgeon completed the case manually.